Event description:
The event is reported as: complaint alleges: "the first clip did not close on vessel. Other clips from another cartridge were successfully used (same catalog number and lot number), no consequence for the pt."

Manufacturer narrative:
A sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.